Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "enlarged right axillary lymph nodes" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: rupture, and "enlarged right axillary lymph nodes," with "intranodal silicone."

Event description:
Healthcare professional reported a right side rupture. Additionally, another physician reported "enlarged right axillary lymph nodes," with "intranodal silicone." Device remains implanted.